Event description:
The company was made aware on 08/20/2020 that a patient was feeling pain at implant site. Pain medication did not relieve the pain. Physician advised patient that the patient¿s body needs time to get used to the system. As the implant site pain continued, physician and patient agreed to relocate the neurostimulator (ipg) location. The revision was completed on (B)(6) 2020. The patient is doing well after the revision.